Manufacturer narrative:
Other applicable components are: product ID 37603 lot# serial# (B)(4) implanted: (B)(6) 2015 explanted: product type implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for dystonia movement disorders. The patient stated that they started falling after implantation of their device. The patient had ¿wiped out¿ 3 times. Now, the patient¿s back is ¿jacked up¿ due to the falling. It was reported that the patient¿s back is broken, their legs are stinging and their feet are burning. No one knows why the patient is falling. They have been doing spinal injections of medication, but now they want to get it scanned and get the patient into surgery. The issues reportedly began (B)(6). No further complications were reported or anticipated. [Refer to manufacturer report #3004209178-2017-18324 for details pertaining to the reportable related event.]

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that after the patient's surgery, their back was blowing out with pain and was affecting their legs. The patient reported that the got a walker last friday. The patient reported that it seemed like the longer they had the device, the worse their coordination got. The patient also reported that they had a bad tremor in their right hand making it easier to talk than it was to write. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that after the patient's surgery, their back was blowing out with pain and was affecting their legs. The patient reported that the got a walker last friday. The patient reported that it seemed like the longer they had the device, the worse their coordination got. The patient also reported that they had a bad tremor in their right hand making it easier to talk than it was to write. No further patient complications have been reported as a result of this event. See related regulatory report 3004209178-2017-18324.